Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse performed the helium leak test and confirmed the leak and isolated the leak to the hospital cart; the iabp unit was leaking helium from multiple areas. To fix the issue, the fse replaced the hi helium pressure regulator, hi helium pressure transducer, and helium tubing assembly. Subsequently, the fse performed the helium leak test again and confirmed that the iabp unit passed the test within manufacturer specified range. The fse then completed all calibration, functional and safety checks to meet factory specifications and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) may have a helium leak as 3 helium tanks were used. There was no patient involvement, and no adverse event reported.